Event description:
It was reported that the pump battery depleted too quickly, which led to the pump shutting down. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup therapy while technical support arranged for a replacement pump and instructed customer to return the faulty pump.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.